Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak.

Event description:
When prepped for an af ablation, the agilis 13f was introduced to the body and bleedback was immediately noted. The sheath was exchanged and the procedure was successfully completed without complication.

Manufacturer narrative:
Additional information: e1, h2.